Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown end cap, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Journal article received: femoral neck fracture following intramedullary nailing with misplacement of an end cup: report of two cases; pawe grala, bartosz mankowski and grzegorz kierzynka; journal of orthopedic traumatology (2009) 10:35¿38; reported: two case studies with unusual complications, one of which involved a (B)(6) obese (body (B)(6)) woman with a history of recent implant removal of the left femoral shaft. The patient was implanted with synthes device, universal femoral nail. It was reported that the end cup was misplaced behind the femoral neck. Multiple efforts to remove it using a finger and vascular clamps failed. Subsequently, the patient developed nonunion of both the neck and diaphysis as shown via x-ray. During a subsequent operative intervention, the end cup was replaced and fixation of the femoral neck was attempted with two screws. The screws redisplaced and were removed. The authors reported that the patient remains severely disabled. They attribute complications of this case to technical errors that occurred with the end cup placement at the end of the procedure. This report is for an unknown end cap. This is report 2 of 2 for complaint (B)(4).